Manufacturer narrative:
Additional information received from the initial reporter on 01 december 2016 and includes: the stem had been undersized in primary. Batch review performed on (B)(6) 2016. Lot 162770: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgeon noticed that the stem had subsided. The patient did not experience any trauma. The surgeon revised the stem and the head. The surgery was completed successfully. X-rays and explants are not available.